Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal three tampons fell apart into pieces. She was able to remove all the tampon pieces from her vaginal cavity. She consulted with her physician and he advised to make sure all the tampon pieces were removed. She reported she was fine and she did not experience any adverse health affects. She did not receive any medical treatment.